Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 325 mg/dl and 204 mg/dl were received and compared to built-in results of 240 mg/dl and 81 mg/dl respectively. On an unspecified date, customer received unspecified high reading on the sensor and experienced loss of consciousness. Customer was seen by a healthcare provider who diagnosed with hypoglycemia and treated with unspecified "perfusion".

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 325 mg/dl and 204 mg/dl were received and compared to built-in results of 240 mg/dl and 81 mg/dl respectively. On an unspecified date, customer received unspecified high reading on the sensor and experienced loss of consciousness. Customer was seen by a healthcare provider who diagnosed with hypoglycemia and treated with unspecified "perfusion".

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2018". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 325 mg/dl and 204 mg/dl were received and compared to built-in results of 240 mg/dl and 81 mg/dl respectively. On an unspecified date, customer received unspecified high reading on the sensor and experienced loss of consciousness. Customer was seen by a healthcare provider who diagnosed with hypoglycemia and treated with unspecified "perfusion".